Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "arterial chamber area" of a gambro cartridge extension dialyzer line was damaged and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received, and a photograph of the sample was provided for evaluation. Visual inspection of the photo and actual device showed breakage in the arterial chamber of the cartridge. The crack identified was observed from the inside of the chamber to the atmosphere, which suggested that the crack occurred inside to outside. In addition, ten (10) retention samples were visually and functionally inspected and found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.